Event description:
The physician was attempted to advance a endeavor sprint rx stent to lesion. There were no abnormalities noted prior to use of the device. The device could not cross the lesion exhibiting moderate tortuosity and 99% stenosis. No clinical sequelae were reported. Evaluation summary: the stent was positioned correctly between marker bands as per specification; the first and second distal stent strut were deformed. Initial mandrel test failed due to presence of crystallized residue interior wire lumen. The tip was slightly flared.

Manufacturer narrative:
Results: inherent risk of procedure - (failure to deliver and stent deformation). Patient's condition affected effectiveness of device (lesion morphology) - moderate tortuosity and 99% stenosis. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - moderate tortuosity and 99% stenosis. (B)(4).